Event description:
The iab was inserted into the pt on 3/19/98 at 9:15 am and removed on 3/20/98 at 8:15 am. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. The iab was not returned to datascope. (Event complications: severe bleeding transfusion required) reported 8/28/98. Pt's current status: discharged - reported 8/28/98.